Manufacturer narrative:
Additional information is provided in h.2., and h.6. Product was not returned, and no photographic evidence provided to aid in this investigation. As a result, product evaluation and problem confirmation cannot be performed. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Event description:
It was reported that during a spontaneous call from patient who reported irritation at her intravenous remodulin infusion site. She said it was burning, red, and irritated. She thinks that she might be allergic to chlorhexidine in the tegaderm dressing but she's not sure. Patient also reported that both pumps have alarmed with high pressure error message during the past month. The most recent time was about 3 days ago. No patient injury.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.